Event description:
Pt underwent re-exploration of l2-l5 for revision of hardware at the l3-l5 level with placement of a new l2 pedicle screw and l2-l3 dynamic stabilization. During removal of the hybrid rigid and dynamic rods on both sides, the left l3 screw was noted to be loose. As a result, the screw was removed. Upon removing the screw, it was noted to have fractured at its midshaft level. Physician feels the screw fractured during removal of the dynamic stabilization bumpers. No evidence of any screw breakage prior to this surgery on the pt's plain films and CT scan, which had just been recently obtained. Other screws tested and had good bony purchase, all of the remaining screws were very solid. There was no evidence of any hardware failure or fusion failure at l4-l5. Pt tolerated the procedure well.